Event description:
Event: conversion to open surgical repair due to a ruptured femoral artery. Event narrative: an endoleak was noted at the superior attachment system which was resolved by ballooning. During the procedure the pt's blood pressure dropped. The physician opened up the pt's belly to determine the source of the problem. He realized that after he had opened the belly and felt around the aorta that it was the femoral artery that had ruptured. During manipulations to resolve the endoleak, it was thought that the sheath was tamponading against the artery preventing the pt from bleeding out during the procedure. The physician removed the graft and proceeded to do a traditional open repair.